Event description:
The customer called and reported experiencing high blood glucose above 600 mg/dl. Customer stated on the morning of this report, his blood glucose was 524 mg/dl, he treated with the insulin pump and it went down to 506 mg/dl. Customer reportedly gave himself around 80 units with the insulin pump alone. Customer injected around 20 units with an insulin pen and blood glucose began to go down. At the time of the report, customer's blood glucose was 370 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.